Event description:
It was reported that the 6800 system locked up with a generator error during a case. The 6800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.